Event description:
During baxter's functionality testing of a spectrum infusion pump, the device alarmed upstream occlusion when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the upstream occlusion alarms. The device was operating out of specification. Root cause was determined tobe cracks in the tail pins of the ultrasonic sensor. The ultrasonic sensor was replaced.